Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Blood penetrated the lead in these areas. Furthermore there were found deformations of the outer coil. These damages occurred most likely during explant procedure. During further analysis, damages of the insulation at the proximal end of the lead were found as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that they were caused by means of mechanical instruments and tensile forces applied during the surgery. The values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was dislodged which was seen on the chest x-ray. The physician opened the pocket and found out that the lead insulation was falling apart. This ra lead was abandoned surgically and replaced. No adverse patient effects were reported.